Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in via phone to report high blood glucose level of 436 mg/dl in association with air bubbles located in tubing. Customer treated with pump. Customer is new to the 670g pump. Troubleshooting revealed leak in reservoir past the 2nd o ring. As issues were being revealed customer declined to go any further and ended call. Advised to call back to continue.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per dop114-811. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak.